Event description:
The customer reported that the unit got a recurrent error message when the data card was installed.

Manufacturer narrative:
The evaluation of this failure is based on information provided by the customer.